Event description:
It was reported that during cerebral angiography and mechanical thrombectomy, an occlusion was found in the m1 segment. When operator attempted to selectively pass through the occluded area to reach the distal m2 segment, the subject guidewire had lost its pushability. The subject guidewire was withdrawn, and it was discovered that it's distal tip had broken inside the catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during cerebral angiography and mechanical thrombectomy, an occlusion was found in the m1 segment. When operator attempted to selectively pass through the occluded area to reach the distal m2 segment, the subject guidewire had lost its pushability. The subject guidewire was withdrawn, and it was discovered that it's distal tip had broken inside the catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that when using a guidewire to selectively pass through the occluded area and reach the distal m2 segment, the surgeon noticed that the guidewire had lost its pushability. The guidewire was then withdrawn, and it was discovered that it had broken inside the catheter. Additional information provided by the customer indicated that the patients anatomy was moderately tortuous and the wire was torqued to overcome the resistance. The device was not returned for analysis, however based on the available information it is probable that the guidewire was fractured as it was torqued to overcome resistance, most likely caused by the patients anatomy, this action is known to cause fractures to the nitinol tubing. An assignable cause of procedural factors will be assigned to the reported event: guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.